Manufacturer narrative:
A detailed investigation or batch review is not required at this time. If additional complaints occur with this batch and same malfunction code, these subsequent complaints shall be assessed against the batch limit criteria. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
A batch record review was completed for lot # 6b01181 and sites no discrepancies, deviations or non-conformances. The crew requirements and responsibilities, process parameters, quality and in-process inspections, line operations, process troubleshooting and relevant documents to the process were run according to the process instructions. The process requirements results were documented in the product batch records and the product was packaged and labeled under the packaging and labeling specification. No physical sample or photograph is expected. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4). Note: this complaint issue occurred on (2) separate cases. A separate 3500a form has been completed for the other case.

Event description:
End user reports the mass is difficult to remove. There was no harm reported.